Event description:
Complaint coordinator reports one incident of a blood leak with the psn 140 dialyzer. Blood leak occurred approximately 30 minutes into treatment and was noted visually in the dialysate. Treatment was stopped and blood was returned to the pt with minimal blood loss reported. Treatment was resumed with new disposables and completed without further incident. No pt injury or medical intervention was reported per complaint coordinator.